Manufacturer narrative:
The site called the medtronic field service engineer (fse) regarding the issue, the fse walked the site through reloading the config files and they were able to boot the system. The fse went to the site to do a checkout on the system and it passed all checks. No parts were ordered or returned to manufacturer so no evaluation could be completed. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The customer called the field service engineer (fse) with boot failure, fse told them how to re-load config files. There was no patient present when this issue was identified.